Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. Stryker replaced the device's battery to resolve the reported issue. Proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.